Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 17 mm from the distal end. There was no scratch on the probe. The fracture surface of the probe showed that crack developed. The probe turned black around the broken point. The grasping section did not have a contact mark. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the crack occurred on the probe since the load such as sparks was applied to the probe. The crack developed when the user output the device or grasped the tissue, and the probe broke off. The above device handling has warned in the instruction manual as follows. *should any irregularity (error window, abnormal noise, abnormal output, abnormal operation, abnormal appearance, etc.) Or malfunction be observed while using the thunderbeat, stop the use and withdraw the instruments from the body cavity. Do not withdraw the transducer plug from the ultrasonic generator. Check the equipment by referring to chapter 8, ¿troubleshooting¿, in the instruction manual for the ultrasonic generator. If the irregularity remains after troubleshooting, replace the transducer. If this does not resolve the issue, replace the thunderbeat instrument. If the irregularity remains unresolved, contact olympus.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified procedure, the subject device was used. Directly after the insertion of the subject device into the trocar, the probe of the subject device broke off. The fragment was retrieved. There was no patient injury reported. No further information was provided. This is the report regarding the breakage of the probe.